Event description:
A customer reported positively biased troponin I results on a single patient. A malfunction of this type could cause falsely elevated troponin I results to a magnitude that might initiate a cardiac catheterization. There was no report of harm as a result of this event.